Event description:
Customer reporting what they feel is a potential false positive sars result. No confirmation testing has occurred but customer feels they should be negative after initially testing positive 10 days ago. Through interview it was found that the kit the customer was using is expired.

Manufacturer narrative:
Investigation conclusion: a review of the DHR found that the reported lot expired on (B)(6)2023. Root cause: potentially related to expired product use. Source: phone.